Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the initial MDR. The correct aware date should have been 23nov2023 and not 16nov2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause was the faulty printed circuit (dp) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: loose receptacle not observed at the time of inspection and corrosion found on the cables. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the camera head connector was loose, however the connection was possible while using the video system center. The issue occurred during maintenance. There were no reports of patient harm. The device was returned and evaluated; there was a black display after sometime due to defective printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.